Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to an infection. The patient was later re-implanted. More specific details about the infection were unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension; product ID 64002, lot# n347789, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: adapter; product ID 3387s-40, lot# v030671, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v012262, implanted: (B)(6) 2007, product type: lead. (B)(4).